Manufacturer narrative:
(B)(4). The device was returned and engineering evaluation was performed. Engineering confirmed that the leading end of the catheter had separated from the catheter body at the trailing olive and that the guidewire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the reported event description. The root cause for the broken leading end of the catheter could not be determined with the currently available information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent emergent endovascular repair of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. While a delivery catheter was being removed after a contralateral leg component (plc181200j/13873496) was deployed, strong resistance was met. A leading olive was caught on the proximal edge of an introducer sheath, but the delivery catheter was pulled forcefully, making the leading olive to detach from the delivery catheter. The detached olive was removed successfully using a snare catheter, and the patient tolerated the procedure.